Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device experienced high atrial rate sensing. Chronic high atrial rates, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed that the pacemaker is high rate atrial sensing at an average rate of 305 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption and this device is consuming more power, when high rate atrial sensing is occurring. Troubleshooting options were discussed, which includes considering reprogramming the device to a non-atrial brady mode and turn off the atrial lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.